Event description:
During resmed authorized third party service center evaluation, an astral device failed to complete its internal self-test. There was no patient involvement reported.

Manufacturer narrative:
Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed authorized third party service center evaluation, an astral device failed to complete its internal self-test. There was no patient involvement reported.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to process contamination during manufacturing. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).